Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in the sterile pathway which resulted in peritonitis due a disconnection. The breach in the sterile pathway was further described as a patient use error as the patient¿s ¿disposable got caught in their wheel chair which caused the line to disconnect from the transfer set.¿ the event was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route, frequency, and duration not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient had recovered. The nurse reported ¿they are trying to figure out a way for the patient to stabilize the line when moving around in their wheelchair.¿ no additional information is available.